Manufacturer narrative:
(B)(6). Initial reporter: keith r. Berend, adolph v. Lombardi jr., ¿distal femoral replacement in nontumor cases with severe bone loss and instability¿ clin orthop relat res (2009) 467; 485-492. Concomitant products - unknown oss femur; unknown oss tibia, unknown oss assembly. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient underwent re-operation for for periprosthetic fracture approximately 40 months post implantation. No additional information is available at this time.